Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by a vad coordinator on (B)(6) 2020, that the patient had not reported any additional alarms. Additionally, the vad coordinator believes that the patient was connected to a grounded cable for a short period of time. After this error was identified, the patient was placed back on an ungrounded cable while in the inpatient setting. The patient was discharged home on an ungrounded cable. There were no further plans for intervention reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events while the patient was supported by the power module. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between these findings and hmii lvas, serial number (B)(6) could not be conclusively established through this evaluation. Additionally, a direct correlation between (B)(6) and the reported admission to the emergency room/step-down unit could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2020 at 20:56:36 through (B)(6) 2020 at 15:01:44. The pump speed remained above the low speed limit from the beginning of the file until (B)(6) 2020 at 17:57:06. From this time through 17:57:15, multiple low speed events were captured, with pump speed reaching a minimum of 6780 rpm (1620 rpm below the low speed limit). These events were associated with low speed advisory alarms. The low speed events only appeared to occur while the patient was supported by the power module. The center reported that the patient was mistakenly connected to a grounded patient cable at this time. From (B)(6) 2020 at 17:57:19 through the remainder of the file, the pump speed remained above the low speed limit. No additional atypical events were captured. Additional attempts were made to the center to determine the cause of the patient¿s admission to the ER/step-down unit; however, no further information was provided. The patient remains ongoing on hmii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed advisory alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08jun2009. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device alerted with a low speed advisory alarm. The patient has known short-to-shield (sts) and is on an ungrounded cable (MFR: 2916596-2019-02962). It was unclear if the patient was accidentally hooked up to a grounded cable when moved from the emergency room (ER) to the intensive care unit (ICU). Technical support (ts) reported that the log file confirms the reported speed drops on (B)(6) 2020. It is unable to be determined from the log file if the patient cable is grounded or un-grounded.